Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported the asymptomatic patient presented via merlin. Net. Upon review of the transmission, it was noted that the right atrial lead exhibited high pacing lead impedance. No device intervention was performed. There were no patient consequences and the patient will continue to be monitored.